Event description:
It was reported that the atrial lead exhibited noise and auto mode switch episodes. On (B)(6) 2013 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was abraded at 19 cm which exposed the outer coil. This likely contributed to the reported noise. The abrasion was consistent with constant friction with another implantable device.